Manufacturer narrative:
The investigation for the aic purege disc/flag issues has been completed. Data logs were reviewed from the complaint date revealed that the console issued the purge disc not detected alarm (event set #402)several times. The console was returned for evaluation. The issue with properly detecting the purge pressure disc was reproduced, and purge flag was confirmed to be broken (missing at blue disc retainer. The cause of the issue were broken purge flag and purge pressure disc. This report is being filed as a part of the retrospective review of historical records.

Event description:
The user facility reported that the controller (aic) was not detecting the connected purge cassette. A second aic console was used and the procedure was completed successfully. No reported patient harm or injury.